Event description:
It was reported that during implant, physician attempted to reposition the rv (right ventricular) lead due to high capture thresholds. This was reported to have resulted in perforation of the right ventricular with subsequent tamponade. The patient died. Cause of death requested and not received. Later reported patient had significant cardiac history including coronary artery bypass grafts. Operative note revealed that after lead insertions and while attempting to fit pacemaker, patient became hypotensive. Resuscitative measures begun. Thoracotomy done to check for tamponade, small amount of blood seen but "no perforation found", no bleeding from the heart. Resuscitation continued but patient didn't respond very well. After implant, it was reported patient was capturing, but the representative did not know how the patient was responding to the pacing therapy. Patient taken to recovery on ventilator and adrenaline drip.

Event description:
It was reported that during the implant case, the physician attempted to reposition the rv (right ventricular) lead due to high capture thresholds. This was reported to have resulted in perforation of the right ventricle with subsequent tamponade. The patient died. The cause of death has been requested and not received.

Event description:
It was reported that during implant, physician attempted to reposition the rv (right ventricular) lead due to high capture thresholds. This was reported to have resulted in perforation of the right ventricular with subsequent tamponade and patient died. Later reported patient, described as frail, had history of senile dementia, coronary artery bypass grafts, previous myocardial infarctions, and had been admitted to coronary care unit night before surgery. After lead insertions and while attempting to fit pacemaker, patient became hypotensive. Resuscitative measures begun. Thoracotomy done to check for tamponade, small amount of blood seen but "no perforation found", no bleeding from the heart. Resuscitation continued but patient didn't respond well. After implant, patient was capturing, but the representative did not know how the patient was responding to the pacing therapy. Taken to recovery on ventilator and adrenaline intravenous drip. Cause of death requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.